Manufacturer narrative:
H10: the actual device was available for evaluation. The visual inspection by naked eye of the product showed the product wet. A leak test of the diaysate side was performed and a leak was observed due to a crack in the welding zone. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a poyflux 140h, an external dialysate leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.